Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and was found dislodged a the day after its implant. A revision procedure was performed wherein the physician successfully repositioned the rv lead. No additional adverse patient effects were reported.